Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) communicator was not taking a charge. Patient stated that they had their communicator plugged in the charger all night long, but the it was still at 10% charged. Patient mentioned that when they tried to connect to their implant, they were seeing a screen that said, "low battery". Agent had the patient connect to their implant, but then patient confirmed that they were actually seeing error code 626 because their implant battery was low although patient stated that they charged their implant every tuesday. Agent reviewed general device use and charging interval information. Agent also walked patient through connecting to their wireless recharger via recharger app, then charging their implant. Patient confirmed that their implant was charging with excellent connection during the call. When agent was about to ask for event details, patient stated that they're late for their healthcare provider (hcp) appointment and could not answer more questions. Agent was unable to collect other event information due to the nature of the call.

Event description:
Additional information received from patient, cause remains unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.